Event description:
The customer reported that there was a speaker malfunction on device. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips obtaining additional information stating that (B)(4) is a duplicate of (B)(4). All information regarding this event will be found in (B)(4) and (B)(4) will be closed as a duplicate of it.

Event description:
The customer reported that there was a speaker malfunction on device. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.